Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged false positive results for a single patient tested with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. The same patient sample was retested on the same day using the same cobas liat system as well as another cobas liat system. Negative results for all the 3 targets (sars-cov-2, flu a and flu b) were generated during the repeat testing. It was noted that the initial positive results were reported to the patient's health care provider; it is unknown if these were reported to the patient. However, the provider ordered repeat testing immediately after receiving the initial positive results (patient was not treated based on initial positive results). The site performed a third test to confirm the negative results from the second test. The patient's provider reported negative results to the patient. Investigation of the complaint kit did not find any product problem.

Manufacturer narrative:
Investigation of the complaint kit did not find any product problem. (B)(4).